Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported by the neurologist that attempts to interrogate the patient¿s generator were unsuccessful due to suspected battery depletion on (B)(6) 2014. Follow-up showed that the programming system was used successfully on other patients. Troubleshooting included repositioning, changing wand batteries, restarting the handheld device, and using another handheld device. A second handheld was used but was also unsuccessful. The vns handheld programming system has been functioning properly since the neurologist used it to try and interrogate the patient¿s device on (B)(6) 2014. Surgery is likely but has not occurred to date. Review of the available programming and diagnostic history revealed no anomalies. Diagnostic results from an office visit on (B)(6) 2013 show normal diagnostic results.

Event description:
It was reported that the patient underwent generator replacement due to battery depletion. The generator was received for analysis. Analysis of the generator was completed on (B)(6) 2014. The pulse generator was interrogated at multiple orientations adjacent to the programming wand. The pulse generator was at a distance of one-inch (spacer block) from the programming wand. The pulse generator interrogated at all orientations. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows a non-ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator.